Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed and revealed multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked area is near the set screw mark of the clik x anchor, with exposed cables at the fracture site. The likely flexing of the lead at the clik x anchor exit point caused the reported issue. With all the available information, boston scientific concludes the reported event was confirmed. The investigation determined that the broken cables were caused by mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause was traced to component failure. Sc-2317-50 sn: (B)(6). The returned lead was analyzed and revealed four cables were completely broken about 10 cm from the proximal end, with no exposed cables at the damaged area. With all the available information, boston scientific concludes the reported event was confirmed. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. The broken cables resulted in the reported complaint of high impedance. Therefore, the probable cause was traced to component failure.

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7078988.

Manufacturer narrative:
Investigation results: sc-2317-50 sn: (B)(6): the returned lead was analyzed and revealed multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked area is near the set screw mark of the clik x anchor, with exposed cables at the fracture site. The likely flexing of the lead at the clik x anchor exit point caused the reported issue. The investigation determined that the broken cables were caused by mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Sc-2317-50 sn: (B)(6): the returned lead was analyzed and revealed four cables were completely broken about 10 cm from the proximal end, with no exposed cables at the damaged area. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. The broken cables resulted in the reported complaint of high impedance. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively.